Event description:
It was reported that the patient underwent a surgical procedure with an inflatable penile prosthesis (ipp) due to the device not working. During the surgery a reservoir was implanted. There were no specific device malfunctions associated with the explanted device. The patient did not experience any adverse events and was good following the procedure.